Event description:
The user facility reported that a screw broke during a surgery. This incident is related to MDR 9615741-2007-00003.

Manufacturer narrative:
The device was not returned for evaluation and additional information could not be obtained from the reporter of the event. The lot number of the device is unknown; no device history record review could be conducted. A review of the complaints database revealed that this complaint is the only one for this device and circumstances. Based upon the information provided, the exact root cause could not be determined. A possible cause may be contributed to the breakage of the screwdriver, which was used in conjunction with screw (reported in MDR #9715741-2007-00003). No corrective action has been taken on this device.